Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The lead exhibited high capture thresholds; computed tomography scan revealed insulation damage on the lead. The lead was explanted and replaced on (B)(6) 2017. The patient was discharged.